Manufacturer narrative:
This report is being filed under exemption. See scanned pages.

Event description:
Journal reference: tavares, a.l.t., et al. "Quantitative measurements of alternating finger tapping in parkinson's disease correlate with updrs motor disability and reveal the improvement in fine motor control from medication and deep brain stimulation." Movement disorders. 2004; 20: 1286-1298. The article describes a study involving 33 pts being treated with b-stn dbs for parkinsons disease. The study investigated the different aspects of motor control. Reportable events: ipg (n=2), two pts had one side of their bilateral systems replaced due to infection.